Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on a tip clamp, plunger clamp and sleeve in the reported problem area of the pipettor assembly. The fse cleaned all tip clamps, plunger clamps, compression springs and sleeves. The instrument was inspected, tested without further problem, and returned to service.